Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd 1ml syringe luer-lok¿ tips experienced illegible scale markings. The following information was provided by the initial reporter: pharmacy identified few syringes with unclear print on graduations.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/1/2021. H.6. Investigation: three photos and twenty-six loose 1ml luer-lock syringes (p/n 309628)were received. The samples were visually evaluated. One sample was observed to have small and large breaks present between the 0 and 0.2ml grad lines, the syringe was acceptable per product specification. However, twenty-five syringes were observed to have a scrape that encircled the barrel near the 0.2ml grad line. In each instance this scrape appeared to have removed the print off the barrel. Several syringes also had scuffing further down the scale that removed print as well. The damage and missing print observed was non-conforming per product specification. Potential root cause for the damage and missing print defects is associated with the assembly process. It is likely improper transfer between assembly dials caused the damage observed, which also removed the print from the barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 30 bd 1ml syringe luer-lok¿ tips experienced illegible scale markings. The following information was provided by the initial reporter: pharmacy identified few syringes with unclear print on graduations.